Manufacturer narrative:
On august 23, 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Implantation date is (B)(6) 2006. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported under medwatch number: mw5101119. It was reported that a female patient who underwent breast surgery with two 275cc mentor smooth round moderate profile saline breast implants experienced gi issues, headaches, c diff infection, joint pain, dry eyes, blepharitis, urination problems, dry skin, sensory issues, fatigue post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.